Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk . Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was the device.